Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, after advancing the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter into the patient, the operator attempted to remove the stiffening cannula from the catheter. However, it could not be removed. The customer continued with another device instead. No patient adverse events were reported. The complaint device has been received for evaluation; however, as of the date of this report, the investigation is still pending.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications as well as a visual inspection and functional evaluation of the device was conducted during the investigation. The visual inspection of the returned device confirmed difficulty removing the stiffener in addition to confirming the device to be within specifications. Document review shows many manufacturing and inspecting protocols which should identify/prevent this failure mode before distribution. Validation review determined this failure not to be related to foreign matter. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one unrelated non-conformance for foreign matter which was reworked. The catheter consisted of subassembly work order which was found to have an unrelated non-conformance for foreign matter which was scrapped. The stiffener consisted of subassembly work order which was found to have no non-conformances. A search of the manufacturer's complaint database found this complaint to be the only report associated with the lot. No complaints were associated with the subassembly work orders. Review of IFU t_multi_rev4, multipurpose drainage catheter, identified the second step to be, "once catheter is in desired location, removed any wire guides, trocars, or stiffeners, allowing the catheter to form its configuration." Additionally, no warnings or precautions were identified and therefore we can assume the root cause is not related to procedural use. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We have also notified the appropriate personnel and will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.